Event description:
It was reported that during an unknown procedure, a covidien cautery hand control and e-z clean tip ignited while in use. Per the surgeon, there was an actual flame present. The surgical tech reports no issues with replacing the original tip with an e-z clean tip. No harm to the patient.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month and first month of the year that event took place and unk for year. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure date for this event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2022. Additional information received: the correct product code is 0012. D1, d2a, d3, d4, and g1.